Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B1, b5, h1: the initial complaint was reviewed and found not reportable. The ( mwr-(B)(4)) to be retracted, this is an issue due to spd had accidentally disposed of the orthognathic splints (materialise) that they were supposed to use in the surgery. This is not a product malfunction and the adverse event is not related to the synthes device. This complaint will be updated to a npi. There is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a device after it is released for distribution. (This complaint is now non-reportable.)

Event description:
Update: 8/6/2019: medwatch to be retracted - non reportable.

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the surgery was postponed because sterile processing department had accidentally disposed of the orthognathic splints (materialise) that they were supposed to use in the surgery, nothing was missing or damaged in the eval tray. The device was system evaluation set. There was no patient involvement. This report is for one (1) plate cutter for midface plates. This is report 1 of 1 for (B)(4).